Manufacturer narrative:
Evaluation summary: post market vigilance led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter, during the laparoscopic appendectomy procedure the device partially fired, there was poor staple formation and the staple line was incomplete at the distal end. To complete the procedure, a new device was used. There was no harm caused to the patient. Current patient status is alive with no injury.